Manufacturer narrative:
(B)(4).

Event description:
Procedure: lower anterior resection. According to the reporter, the surgeon experienced difficulty removing the device after firing it, because, the anvil was catching on the anastomosis. Surgeon pushed the device forward and then pulled back to remove. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy re-operation, conversion to open procedure, or extended operation room time.